Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is having high blood glucose. The customer treated with bolus, through pump and manually. The customer's blood glucose was 407mg/dl and currently is 447mg/dl. The customer treated manually with 10units and blood glucose remained elevated. The customer stated that last night he has small air bubbles, but did not notice any large bubbles. The customer reported insulin exciting the quick release. No leaks were noted. Customer declined to check their settings. Advised the customer that the insulin pump is designed to trigger an alarm, if it detects a blockage preventing the flow in the insulin. Explained the two high blood glucose rules.